Event description:
It was reported that the automatic algorithm that monitors the pacing amplitude threshold and adjusts left ventricular (lv) lead outputs showed a high variation in the lv lead output values. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated pacing capture threshold in the left ventricle was unstable. If information is provided in the future, a supplemental report will be issued.